Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was having discomfort at the ipg and felt the ipg flipping inside the pocket. In turn, surgical intervention may be planned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient was still experiencing pain and underwent surgical intervention wherein the ipg was explanted and replaced and moved to the other side. Postoperatively, the pain had resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that per patient, the pain has resolved and surgical intervention is no longer needed.